Manufacturer narrative:
The customer's complaint that the fully charged autopulse nxt li-ion battery (sn (B)(6)) lasted only for approximately 15 minutes was not confirmed based on the autopulse nxt platform's archive data review. The archive data indicated that the nxt battery was used with the autopulse nxt platform (sn (B)(6)) on the reported event date. Based on the nxt platform's archive data, the battery had an initial charge of 104%, and the treatment lasted for 1,902 compressions over a duration of 28 minutes and 43 seconds. The battery functioned as intended during the reported event. The functional testing and the archive data download cannot be performed on the returned nxt battery due to the broken finger ring assembly.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt li-ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the resuscitation of an average-sized male patient (approx. 200lbs) in cardiac arrest using the autopulse nxt platform (sn (B)(6)), the two fully charged autopulse nxt li-ion batteries (sn (B)(6)) lasted only for approximately 15 minutes each. The reported issue occurred during the resuscitation attempt in the ambulance while transporting the patient to the hospital. Manual compressions had to be performed in the back of a moving ambulance, resulting in substandard chest compressions. No consequences or impact on the patient.